Event description:
Dist received info stating these two sutureless leads were capped due to a probable lead fracture. Interrogration of the lead revealed discordant evidence consistent with lead fracture. The leads were capped and replaced.